Event description:
The complainant alleged that the medics were monitoring a 15 year old male pt, who was suffering from seizures, as he was being transported to the hosp. The pt beats per minute was at 130 and he was presenting a sinus tachycardia heart rhythm. Less than five minutes from the hosp the device began displaying a dotted line and displayed an "ECG leads off" error message. The medic tried several leads and adjusted the wire connections to the electrodes, without any change. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.